Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, dark matters were found coming out of the scope and was not confirmed. The root cause could not be identified. Based on the results of the investigation, the reported issue was not found during investigations. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during reprocessing, the colonovideoscope exhibited dark matters coming out of the scope. There was no report of patient involvement or user injury associated with this event.